Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastrectomy procedure, at the time of lymph node and stomach dissection, the mono polar curved shears (mcs) stopped responding to control, immediately followed by an instrument error alarm. The bedside staff double-clicked on the instrument drive unit (idu), but the shears did not respond. As a result, it was necessary to perform the broken instrument maneuver to remove the mcs, which was then replaced with new a mcs that functioned normally. There was a 5-minute delay. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic gastrectomy procedure, at the time of lymph node and stomach dissection, the mono polar curved shears (mcs) stopped responding to control, immediately followed by an instrument error alarm. The bedside staff double-clicked on the instrument drive unit (idu), but the shears did not respond. As a result, it was necessary to perform the broken ins trument maneuver to remove the mcs, which was then replaced with new a mcs that functioned normally. There was a 5-minute delay. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Three images were received for evaluation. Two of the images depicted an operating room team interactive (orti) screen of a tower with error messages being displayed associated with instrument issues occurring with arm cart assembly 1. One image depicted the distal end of a monopolar curved shears showing the reference identification and serial number, that matched what was reported. Evaluation of the logs indicated that the monopolar curved shears threw an instrument over-torque error, indicating that one of the instrument drive unit (idu) motors had a torque output over the maximum. This triggered an error code for 'linked to shears excessive torque'. The error code reports an error message stating, "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument.". To recover from the error, the broken instrument workflow should be followed in order to remove and replace the instrument. The monopolar curved shears had a use time of one minute with a use count of one at the time of the error. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.